Event description:
During a gastrojejunal anastomosis dilatation, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. The extension of the dilator balloon was broken [catheter breakage] with extravasation of serum through the region of the break [balloon leakage], which prevented adequate and controlled expansion. It was necessary to use another balloon. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Evaluation of the 3 photos received confirmed the report. It was identified in the photos that the blue outer sheath of the catheter had broken and the inner purple sheath was exposed. No other device damage or anomalies were identified in the photos. The exact location of the catheter break can not be determined from the pictures. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.